Manufacturer narrative:
Added g3/g4, h1/h2, h6.

Event description:
The following was reported to gore on february 4, 2026 from the imaging database and imedidata base: on (B)(6), 2024, the patient underwent endovascular treatment as a planned endovascular procedure for an common iliac artery aneurysm. This was a reintervention of a prior endovascular procedure. A gore endovascular device was not used in the prior endovascular procedure. The patient was treated with the gore® excluder® iliac branch endoprosthesis in the right common iliac artery and left internal iliac artery. The gore® excluder® aaa endoprosthesis was placed in the infrarenal abdominal aorta and the left common iliac artery. The gore® devices were successfully implanted. The patient was discharged on (B)(6) 2024. On (B)(6) 2024, the patient underwent a cta, which revealed a type ii endoleak. On (B)(6) 2025, the patient underwent a cta, which revealed a type ii endoleak. The leak was identified in the left hypogastric artery, the site of the internal iliac component and treated with a coil-and-cover procedure. On (B)(6) 2025, the patient underwent a cta, which revealed a type ii endoleak.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.